Event description:
It was reported to philips that the paddle was broken. There was no patient involvement.

Manufacturer narrative:
The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information to obtain the device evaluation, repair, and operational status. The investigation concludes that no further action is required at this time.